Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that there was leakage between the manometer and stopcock. Per complaint details received: member received inaccurate opening and closing pressure during her lumbar puncture due to a faulty lot of manometers and or stopcocks in our lumbar puncture trays. Staff noticed a leak of csf fluid between the manometer and stopcock. A new tray was opened and replace with new equipment, but there was still a leak. He then proceeded to exchange the manometer for a third time and there was still a leak. Carefusion adult lumbar puncture trays contain faulty manometers and or faulty stopcocks.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001417243 was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, a growing trend in reports of this failure mode was identified. A corrective action project was opened to further investigate these defects. A voluntary recall pi-21-4292-fa was issue for the leak failure mode in the lumbar puncture trays. Please see attached recall notification letter. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that there was leakage between the manometer and stopcock. Per complaint details received: member received inaccurate opening and closing pressure during her lumbar puncture due to a faulty lot of manometers and or stopcocks in our lumbar puncture trays. Staff noticed a leak of csf fluid between the manometer and stopcock. A new tray was opened and replace with new equipment, but there was still a leak. He then proceeded to exchange the manometer for a third time and there was still a leak. Carefusion adult lumbar puncture trays contain faulty manometers and or faulty stopcocks.